Manufacturer narrative:
H6: code updated. Previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found visually, one side of the packaging carton was folded/bent when returned. The packaging carton contained the device wrapped in a hospital pad. The cuff balloon was torn off/separated from the tube. There was a puncture found in the middle of the torn cuff. There were traces of biological contamination found on the torn cuff (heavily contaminated), emg tube, and inflation tube. A clear surgical tape was wrapped around the tube with traces of biological contamination and pieces of hair. The paper tape on harness was intact when returned. Functional testing was not performed due to aforementioned issues. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously applied codes fdm b17, fdr c20 is no longer applicable. Additional codes img g04134 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medwatch MDR report #: mw5152785. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient suffered tracheal injury following initial placement of nerve monitoring endotracheal tube. Balloon of endotracheal broke off within patient during insertion and retrieved post-extubation. Thoracic surgery team was consulted and performed the repair of the tracheal injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the trachea was torn. A stylet was used when intubating and was not extended out past the end of the emg tube, contacting the patient during intubation.

Manufacturer narrative:
B5 : additional information received. E: facility name added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that patient presented was planned for hemithyroidectomy procedure. A partial torn ett cuff was observed. The partial ett cuff broke off while attempting to remove the ett. The cuff is inflated to effect (have the leak disappear). The pressure inside the cuff was not monitored. The initial surgery was not completed. Nature of tracheal injury ¿ a right postero-lateral tracheal wall defect extending from the right upper lobe bronchus orifice proximally was identified on a flexible bronchoscopy. A partial torn ett cuff was noted to be lodged within a false lumen. Repair and retrieval procedure: a rigid bronchoscopy retrieved the partial cuff. In order to evaluate and repair the injury, a right thoracotomy and tracheobronchoplasty was performed with an intercostal muscle flap to support the posterior membrane airway repair. The operative team decided not to close a less than 2cm portion of the proximal end of the laceration as this would have required a more extensive surgery and the persistent defect did not compromise the patient¿s ventilation. Current patient status: (B)(6) 2024: bronchoscopy revealed satisfactory healing of cervical and thoracic trachea with no residual defect. (B)(6) 2024: patient discharged home stable. The patient will continue to be followed.

Manufacturer narrative:
B5 : additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that immediately after intubation etco2 was obtained. After initial intubation, the tube was removed after 10 minutes as there was loss of etco2 and decreasing spo2. While removing the tube it was evident that something was stuck; and to remove the tube applied more pressure than expected. The cuff was deflated prior to attempting removal. Unable to ventilate despite proper placement of ett through the vocal cords confirmed.